Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, ac shallow and lens to big. Due to elevated iop, ac shallow and lens to big, the lens was implanted, removed and replaced intraoperatively for a shorter length lens. The problem was resolved. The cause of the event was reported as other.

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction of iridocorneal angles and shallow ac. Due to excessive vault, elevated iop, significant reduction of iridocorneal angles and shallow ac, the lens was implanted, removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as other. H6 - health effect - clinical code (e): 4581 - significant reduction of iridocorneal angles & shallow anterior chamber. Type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).